Event description:
On (B)(6) 2012, the lay user/patient's mother (reporter) contacted lifescan (lfs) alleging that her daughter's onetouch ultralink meter is not powering on. The medical surveillance specialist (mss) spoke with the reporter on (B)(6) 2012 and obtained the following information: the patient tests between four to eight times a day and manages her diabetes with novolog insulin (via insulin pump). The reporter confirmed and clarified that the alleged power issue occurred in (B)(6) 2011 while on vacation on a cruise ship. The subject meter is not the patient's primary meter (the primary meter was left at home). The patient did not bring a back-up/secondary meter with her on vacation. Several minutes prior to the start of the reported meter issue, the reporter confirmed the patient was experiencing a symptom of shaking. The reporter clarified the patient was not having any issue with the subject meter prior to the start of the alleged issue. Immediately following the alleged power issue, the reporter indicated they went to the cruise ship's nursing station and rented another device (type unknown). Soon after obtaining a blood glucose reading (result unknown) with the rental device, the patient was treated with food and felt better soon after. During troubleshooting, the csr noted there was no misuse of the lfs product. The subject meter's batteries did not need to be replaced per owner's booklet recommendation, and the subject meter did not turn on manually with the power button. Although the patient no longer has the subject test strips available, the reporter indicated the patient was using the correct test strips at the time of the alleged power issue occurred. A replacement meter was sent to the patient. Based on the information provided, this complaint is being reported because the alleged issue remains unresolved. There is no indication, however, that the product caused or contributed to a serious injury. The reporter confirmed the patient's symptom started before the reported issue first occurred. There is no evidence of a delay in treatment.